Event description:
It was reported that intermittant occlusion alarms occurred. Additionally, it was reported that the pump was intermittently not annunciating audible tones for occlusion alarms. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 380 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.